Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip close cable is frayed near the distal idler pulley. The frayed strands stick out at the wrist. Other cables at the wrist are not damaged. There were 6 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the cable of the double fenestrated grasper instrument was noted to be frayed. No patient harm, adverse outcome or injury was reported.